Manufacturer narrative:
A product was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Event description:
A health care professional reported that following an intraocular lens (iol) implant procedure, the patient bothered by the rings. The lens was exchanged for another lens model 08 months 16 days following the initial procedure. Clinical reason for explant was mentioned as rings/halos. Additional information was received and stated that patient remains bothered by the rings with very mild posterior capsular opacification (pco) and the hold on yttrium aluminum garnet (yag) considering iol exchange. There was no patient harm.